Event description:
Event description boston scientific received information that this transvenous ventricular lead was difficult to position due to patient anatomy. The day after implant the lead had dislodged, moving into the right atrium. A lead revision was performed, however the helix on the lead would no longer extend, and it was explanted and replaced with another lead of the same model. The following morning there was no rv capture. A second rv lead revision was performed which resulted in good lead measurements and successful conversion at 26 joules, however that lead also dislodged a day later. The lead was explanted and replaced with a competitor's model. Defibrillation testing was not successful at 41 joules. A sub-q array or patches will be added to the system.